Event description:
On (B)(6) 2011, pt presented for revascularization of a moderately calcified sfa using the wildcat catheter. Using a glidewire, the physician advanced the wildcat catheter over the wire to the calcified target lesion. The physician drew the wire back to the tip of the wildcat device and began to advance to the lesion. The physician started to advance and initially, no resistance was felt but as they continued to advance the physician started to experience resistance and noted the wedges were deployed. The physician noted the wildcat device was subintimal and used the wire to re-enter the true lumen just above the distal cap. Following this, an angiogram revealed a perforation in the vessel. The physician intervened on the lesion as planned with a balloon and also placed an idev stent at the perforation site. The case was completed and procedural outcome was good. The pt was noted to be stable at the end of the procedure.

Manufacturer narrative:
Method: the case info, including the device use feedback obtained from the event reporter, was used to evaluate the device performance. Results: perforation is defined in the labeling (instructions for use) as a possible complication.